Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected not to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn. Device was used for treatment, not diagnosis.

Event description:
It was reported that the patient underwent a bursectomy surgery on (B)(6) 2018 due to infection. Patient had an open reduction internal fixation (orif) for the femoral neck fracture using a plate for femoral neck system (fns), titanium alloy (tan), bolt for fns, antirotational screw, guide wire and a locking screw on (B)(6) 2018. During the orif procedure, the surgeon noticed the lack of the bolt for construct length 80mm; thus used the bolt 85mm as an alternative. On (B)(6) 2018, the hospital found that the patient developed an infection. Patient was under partial weight bearing. The surgery was completed without delay. Patient outcome was unknown. This report is for one 3.2mm guide wire 400mm. This complaint involves five (5) devices. This report is 4 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 357.399s; lot: l905875; manufacturing location: selzach; supplier: (B)(4). Release to warehouse date: may 25, 2018; expiry date: may 01, 2028 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and sterilization criteria at the time of release with no issues documented during the manufacturing process. Lot was released after checking sterilization parameters from supplier by qa. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.